Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow up report will be filed once the results have been completed.

Event description:
Cardiac surgeon report stated that a patient using a negative pressure wound therapy device and has reported the patient to be in septic shock due to unit reportedly leaking. Patient was admitted to ICU.

Manufacturer narrative:
A supplemental report is being filed since investigation results are available following the submission of the initial MDR report submitted on 01/07/2021. At the time of the investigation, no lot number or sample was provided. Without the lot number we were unable to review the device history record to determine if any deviation took place during manufacturing process for the given product number. Without the lot number or sample the root cause for the reported concern cannot be determined. No action will be taken at this time; however, we will continue to monitor this failure mode for this product.